Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had audio anomaly. The customer's blood glucose was unknown at the time of incident. Customer reported insulin flow blocked alarm. The device was expected to be returned for analysis.

Manufacturer narrative:
Device passed the self test and displacement test. Device seats immediately upon priming. Problem isolated to the motor/force sensor. Unable to perform rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or verify no delivery alarm/occlusion due to motor/force sensor anomaly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing.